Event description:
It was reported that the patient experienced an overstimulation sensation and stimulation in the wrong location. The patient was having pain in her lower back and no stimulation over the bladder. The patient decreased stimulation to 0.3v and stated her back was feeling better. She increased stimulation to 1.0v and felt pain in her right side. When she decreased to 0.5v she felt a shocking pain and decided to turn stimulation off. It was later reported that the patient experienced a loss of therapeutic effect and changed from program 2 at 1.9v to program 3 at 2.8v. It was noted that at this setting stimulation felt more similar to how it felt during the trial, where the patient reported excellent results. It was reported that the patient never had therapeutic effect and experienced pain in the right buttocks on group 4 at 2.3v. When the patient switched to group 3 at 3.4v she felt nausea in her stomach and a hot sensation in her tailbone. It was noted that the patient experienced pain in her chest, and had a history of heart issues. The patient later turned the ins off for the first time to see if that helped to reduce her stomach ache, and noted that the unit made her stomach convulse at any level and caused pain at 3v and was high at 2v. It was reported that the patient turned off the amplitudes at 1 and 'it just registered 1.2 level and I feel it no more, nor the urge to pee.' It was stated that the device was put in poorly, and the patient was drugged so much that it took her two hours to wake up from the operation and she was prescribed a month's worth of antibiotics that she was allergic to, which took her six months to recover from. It was reported that the patient had been reprogrammed on (B)(6) 2011, and was feeling the stimulation at a comfortable level, but still experienced overactive bladder. It was noted that the patient had been admitted to the hospital for psychiatric issues and had "lots going on" aside from the interstim. The patient eventually stopped using the neurostimulator because she felt it was put in wrong and stimulated the wrong section, her anus. It was reported that one of the leads was practically sticking out of her back. It was reported that the neurostimulator never worked right no matter how many times she went to see the doctor, and since then it had been messing up all kinds of scans and operations that she needed to have. It was later reported that the patient was able to get an MRI, and the case was considered closed. There were no interventions done and there were no interventions planned. The patient status was not provided except to say that the case was closed.

Manufacturer narrative:
Product ID 3889-28, lot# v596737, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).